Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation the trunk cable connector was broken from the belt. The cause for the broken connector cannot be positively identified but was likely the result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The patient received a replacement electrode belt. (B)(6).

Event description:
Electrode belt (B)(4) was returned for an unrelated complaint. Servicing revealed a reportable event. The electrode belt trunk connector was damaged.